Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a novel and practical technique to facilitate lead insertion at the his bundle region. Journal of interventional cardiac electrophysiology.2021. Https://doi.org/10.1007/s10840-021-00941-z. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead insertion at the his bundle region. The article reports one patient who experienced a small dissection of the interatrial septum without clinical consequences and two patients who developed transient complete heart block of less than five minutes duration that did not required additional back up pacing during the lead implant procedure. There were other complications post implant which included dislodgment and unspecified lead revisions. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.